Manufacturer narrative:
Corrected fields: g3 (removed user facility).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the battery failed at 106 minutes in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the batteries and the issue was resolved. In addition, the stm reported that nothing unusual was identified in the logs. The stm then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the battery failed at 106 minutes in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and there was no adverse event reported.